Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed error 1821. The patient had been instructed to remove the batteries and insert new ones. The settings had been reviewed, and the reservoir volume was 97.1 ml, the rate was 2.2 ml/hr, and the amount given was 1.65 ml. The rate had been confirmed on the 5-fu label. The pump had been started, and the screen had displayed the message ¿run res vol 97.1 ml.¿ the patient had been advised to call the hotline if additional assistance had been required. The event occurred while in use with a patient at the hospital and the operator of the device was a health professional. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.